Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had blank display. The customer¿s blood glucose level was 500 mg/dl. The customer was treated with injection. The customer stated that the screen went blank in the middle of the night and changed the battery and the only thing that would come up on the screen was medtronic. The troubleshooting was performed and was advised to insert new aa battery and the display returned after pump restart. Customer declined to troubleshoot for high blood glucose. The customer was advised to monitor the pump. The insulin pump will be returned for analysis.